Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of anxiety-product/procedure, capsular contracture, calcification, bulge and seroma-late was received on february 19, 2025, with catalog number mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Calcification: observed. Bulge: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "bulge". Healthcare professional later reported "fluid in breast, capsular contracture baker grade iii, breast soreness, heavy calcification, and an exchange of a textured implant due to product concern." This record is for right side. Device was explanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "bulge". Healthcare professional later reported "fluid in breast, capsular contracture baker grade iii, breast soreness, heavy calcification, and an exchange of a textured implant due to product concern." This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "fluid in breast, capsular contracture baker grade iii ... And an exchange of a textured implant due to product concern."